Event description:
It was reported that this right ventricular (rv) lead is suspected of an isolation fracture and high pacing thresholds. The isolation fracture was visualized during a replacement procedure for the implanted device, and as a result this lead was surgically abandoned. A new rv lead was successfully placed. No adverse patient effects were reported.